Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22 fr rf3 sheath is > 7mm. In this case, the patient¿s access vessel mld was 7.5mm with mild calcification, severe tortuosity and friable tissue at the access site noted. It appears patient factors (access vessel diameter, mild calcification, severe tortuosity and friable tissue) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
At the end of an attempted transfemoral tavr, during vessel closure, the right common femoral artery began to tear and dissect. A 7mm x 10cm viabahn covered stent and a 7mm x 10cm icast covered stent were used to repair the dissection. During dilation of the right ilio-femoral artery, the 25fr dilator would not advance past the distal portion of the right common iliac artery. An unsuccessful attempt was made to insert the retroflex 22fr sheath so the sheath was removed and the case was aborted. The patient was transported to recovery in stable condition. Post-op, the patient refused to eat or take medication. She was transferred to hospice care and expired 9 days post procedure. The access vessel minimum luminal diameter (mld) was 7.5mm. The vessel was reported to be mildly calcified and severely tortuous. It was perceived that the vessel was very friable at the insertion site of the rcfa causing the dissection.